Event description:
It was reported that the patient presented for follow-up, upon interrogation the atrial lead exhibited loss of capture due to dislodgement. The device was reprogrammed to dddr mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.